Event description:
Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 85 mg/dl at 16:14 back to back with a result of 148 mg/dl at 16:18 on the inform system when testing was performed within 10 mins. Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 24 mg/dl at 22:41 back to back with a result of 175 mg/dl at 22:44 on the inform system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.